Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was in the left anterior descending artery (lad). The physician attempted to cross the lesion with a taxus express2 2.5 x 16 mm stent, however, could not corss the lesion. As the stent was pulled back into the guide catheter, a strut caught the edge of the guide and bent one of the struts. No pt injuries or complications were reported. The procedure was successfully completed with another unk stent. Pt status is reported as "satisfactory/good."